Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained. D2b: pro code: (product code): fge, lit. G4: premarket / 510(k): k141521, k141597.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the second inflation at 8 atmospheres for 3 seconds, the balloon ruptured in a pinhole form. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the patient presented with severe calcification, which was the only anatomical challenge identified. This severe calcification was considered the primary contributing factor to the adverse event. After further evaluation, it was determined that procedural factors did not contribute to the event, and the cause was attributed to the patient's underlying condition.

Manufacturer narrative:
D2b: pro code: (product code): fge, lit g4: premarket / 510(k): k141521, k141597. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the second inflation at 8 atmospheres for 3 seconds, the balloon ruptured in a pinhole form. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.